Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 175cc saline prosthesis experienced left sided deflation with no trauma post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
On november 2, 2020 mentor became aware that it erroneously omitted h3 from the supplemental report submitted on that same date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 30, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 7.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2020 mentor became aware that it erroneously submitted a report reflecting this device explanted initially. However, information was available that the explant surgery had been cancelled until further notice. D7 should be blank. 2. Is required intervention- check. 2. Is other serious- uncheck. At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 23, 2020. The device was explanted on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The identity of the impacted product was updated based on the device received and confirmation from the physician's office received on october 7, 2020. The impacted product is a mentor smooth round moderate profile 300cc saline prosthesis, lot #6829047. A manufacturing record evaluation was performed for the finished device 6829047 number, and no non-conformances were identified. Mentor is aware that the manufactured date provided occurs after the implant date provided, however, this is the only information made available to mentor. If additional clarification is received, then a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number (B)(6), and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).